Event description:
Dorothy called stating that the 6630 rails were ordered for this bed in error. Should have the (B)(4) rails. Dorothy states the right side rail fell off the bed. No injury reported.